Manufacturer narrative:
(B)(4). The complaint rt330 breathing circuit is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that they noticed excessive condensation in the rt330 infant optiflow circuit during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the inspiratory limb, pressure manifold and mr290 chamber of the complaint rt330 infant optiflow circuit were returned to fisher & paykel healthcare in (B)(4) for evaluation. The electrical resistance of the inspiratory heaterwire was tested using a calibrated multimeter. The returned device was also performance tested to replicate the reported excessive condensation at 2 lpm. Results: the electrical resistance test showed that the heaterwire was within specification. A small amount of condensation was observed in the inspiratory limb during the performance test. A lot check revealed no other complaints of this nature for lot number 131002. Conclusion: no fault was found with the returned device. The reported excessive condensation was not replicated during the performance test. We are therefore unable to determine what may have caused the problem experienced by the hospital; however, it is possible that the reported fault was influenced by environmental conditions. Upon follow up the hospital reported that they had not experienced any further problems with the same setup and that it "may have been a fluke thing." Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple set-up and environmental factors. Our user instructions that accompany the rt330 optiflow junior tubing kit illustrate the correct set-up and also state the following: "check all connections, caps and/or plugs are tight before use." "Patient monitoring is recommended." "When mounting a humidifier adjacent to a patient ensure that the humidifier is always positioned lower than the patient."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that they noticed excessive condensation in the rt330 infant optiflow circuit during use. No patient consequence was reported.